Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was 250 mg/dl. Customer stated the alarm was resolved by a complete set change. Customer stated had bent cannulas but did not keep any sets. Unable to troubleshoot due to customer not on the insulin pump. Advised to report back when the issue persists. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).